Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface component, the associated support screw and the inspection report for the screw raw material were reviewed with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface or tibial component. Review of the surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. Postop notes and x-ray images taken on the surgery day showed that "there is no periprosthetic fracture, dislocation, or lucency. Small amount of gas within the joint is an expected finding". The revision surgery notes mention that the screw holding the articular surface to the intramedullary stem was broken. The broken screw and the tibial component were both removed. A new tibial component was cemented and seated and secured after preparation of the proximal tibia. Per the articular surface and tibial component package insert, loosening or fracture/damage of the prosthetic knee components is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of wear (nicks and gouges) and has traces of bone cement on the superior surface. Black debris was found on the inferior surface. Scratches are found on the superior side of the tibia. The articular surface looks damaged (signs of wear) with minor debris on the superior surface. Pictures of tibial plate were provided. The fractured screw was sent for sem analysis. The results of the sem report indicate that the support screw was fractured due to fatigue. These findings are consistent with the patient's anatomy and obesity. Also, patient's job requires long standing on concrete floor. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.